Manufacturer narrative:
Device evaluation electrode belt sn (B)(4) has been completed. Device evaluation of monitor sn (B)(4) is currently underway. Evaluation of the monitor was accomplished through a review of the downloaded flag file. The reported problem (patient death) was confirmed. During review of the software flags, the flags surround the event were reviewed for any indication of a malfunction. There were no unusual patterns or flags that indicated a device malfunction contributing to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the belt, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality of the belt. There is no indication or allegation of a product malfunction contributing to the patient's death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. The reportedly passed away around 3:00 pm. It was reported that ems made resuscitation attempts and removed the lifevest. A review of the downloaded data indicates that the patient was treated five times on (B)(6) 2017 during the event. The patient's ECG rhythm degraded to asystole and the patient was inappropriately treated three times with pre-shock and post-shock rhythms of asystole. Asystole is considered a non-shockable rhythm. The patient was treated a fourth time in asystole with a post-shock rhythm of CPR artifact. The final treatment was delivered while the patient was in CPR artifact and the device was removed 34 seconds after the final treatment. Oversensing of a low-amplitude cardiac signal and CPR artifact contributed to the false detections. The response buttons were not pressed during the event. There is no indication or allegation of a device malfunction contributing to the patient's passing.